Manufacturer narrative:
E1: street address: (B)(6). E1: phone: (B)(6). H3 - device evaluated by mfg? Device not returned to manufacturer, remains implanted. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Cook was notified that during a fenestrated endovascular aortic repair (fevar) procedure a type 1b endoleak was identified on the zenith flex with spiral-z technology aaa endovascular graft iliac leg placed on the patient's right. Planning for the custom-made device procedure was completed by cook. A review was completed by the facility, and the grafts were ordered from cook without double checking the measurements and recommended devices. The fevar procedure took place on 08sep2025. A cook sales representative was not present for the procedure. The following cook devices were implanted during the procedure: william cook australia, rpn: aaa-bifurcated- graft. William cook australia, rpn: branch_thoracoabdominal device. William cook australia: rpn: thoraco_abdominal_side_branch-lp. Cook incorporated, rpn: zsle-20-90-zt, placed on the left. Cook incorporated, rpn: zsle-20-56-zt, placed on the right. At the conclusion of the procedure, a type 1b endoleak was present on the right cook incorporated, rpn: zsle-20-56-zt. The endoleak was not repaired at the conclusion of the procedure, and the patient will require another procedure to treat the type 1b endoleak with a cook iliac branch device. After review, it was noted that the cook planning and sizing recommended an iliac leg graft with a diameter of 20 mm. However, the patient's right iliac measurement was 21 mm. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
Additional information: b5. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was provided on (B)(6) 2025. The cook representative indicated that the endoleak was not addressed during the procedure due to the patient's condition and the time on the table. The surgical team did not want to prolong the procedure anymore.